Event description:
It was reported that the user experienced hypoglycemia with blood glucose in the 70s while using the ilet with lispro insulin, occurring after a long walk and while disconnected during exercise; the event was non-reportable and troubleshooting and education were completed. Symptoms included low blood glucose. Outcomes included no hospitalization, no disability, and recovery without sequelae. Investigation included user interview and review of device use and alerts. Investigation of this case revealed user exercise without carbohydrate preload and no changes to cgm targets, weight settings, or medications. It was concluded that the event was consistent with exercise-associated hypoglycemia with cause unclear relative to device performance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.